Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a prolapsed posterior. An xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was able to be freed and was retracted back into the left atrium. The clip was repositioned and advanced into the valve again. However, the clip became caught in the chordae and was unable to be removed. The patient was then transferred to surgery and underwent open heart surgery. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, the reported entrapment of device associated with clip becoming entangled in chordae appears to be related to user technique/procedural conditions associated with positioning the cds to orient the clip. Surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.